Event description:
A surgeon reported that following a glaucoma filtration shunt implantation, the shunt was touching the iris. The patient experienced a decrease in vision and a decrease in intraocular eye pressure (iop). No surgical intervention was reported. Additional information is not expected.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. There have been no other complaints reported in the lot number. No additional information is expected. (B)(4). Device code: 2616 - not labeled. This report was mailed to FDA on: 07/25/2014. (B)(4).